Event description:
It was reported that the t:slim x2 pump battery would not charge and the screen remained dark, failing to turn on. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.